Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was part of a system revision for infection. Difficulties removing the lead were reported. During the explant procedure a small tear to the superior vena cava and effusion occured. A thoracotomy procedure was performed to stop the effusion. Open heart surgery would then later be performed to remove the remainder of the lead.